Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), headache ("bad headache"), peripheral swelling ("foot hurt to walk and swollen"), plantar fasciitis ("plantar fasciitis in my left foot"), anxiety ("huge anxiety"), pain in extremity ("foot hurt to walk") and tendonitis ("tendonitis"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, abdominal pain lower, headache, peripheral swelling, plantar fasciitis, anxiety, pain in extremity and tendonitis outcome was unknown. The reporter considered abdominal pain lower, anxiety, headache, pain in extremity, pelvic pain, peripheral swelling, plantar fasciitis and tendonitis to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: pelvic pain, abdominal pain lower, headache, swelling, pain in extremity, platar fasciitis, anxiety. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 26-nov-2019: quality safety evaluation of ptc no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), headache ("bad headache"), swelling ("foot hurt to walk and swollen"), plantar fasciitis ("plantar fasciitis in my left foot"), anxiety ("huge anxiety"), pain in extremity ("foot hurt to walk") and tendonitis ("tendonitis"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain lower, headache, swelling, plantar fasciitis, anxiety, pain in extremity and tendonitis outcome was unknown. The reporter considered abdominal pain lower, anxiety, headache, pain in extremity, pelvic pain, plantar fasciitis, swelling and tendonitis to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: pelvic pain, abdominal pain lower, headache, swelling, pain in extremity, platar fasciitis, anxiety. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.